Event description:
A report that the patient's precision system will be explanted was received. The patient claims the system stops giving her stimulation and is not giving her pain relief. After unsuccessful adjustments, the physician suggested the patient get explanted.